Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a tavr procedure, post valvuloplasty with an edwards bav, a complete occlusion of the left main had occurred and decided not to implant the already crimped sapien 3 valve.

Manufacturer narrative:
Additional information received clarified that the left main was temporarily occluded while the bav balloon expanded, however, no permanent coronary occlusion occurred. There was no serious injury and no intervention was performed. The patient was noted to be doing well. As such this MDR was reported in error and a corrected supplemental report is being submitted.